Manufacturer narrative:
The axiem box was returned to the manufacturer for analysis. The axiem box was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
UDI not available for this system at time of filing. Other relevant device(s) are: part number: 9660651r. Device manufacturing date not available for this system at time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the axiem box had no green leds. The manufacturer representative attempted to connect the axiem box to two different medtronic navigation system with the same result. This issue was noted outside of a procedure, and there was no patient involvement.